Manufacturer narrative:
A field service engineer (fse) was dispatched and evaluated the device. The fse found the interconnection between the two offload cables was burnt. The fse replaced the burnt cables to resolve the issue. Internal beckman coulter identifier is (B)(4).

Event description:
The customer noticed an electrical burning smell and reported that the unicel dxc 600i synchron system generated offload motor overcurrent errors. Service was dispatched and the field service engineer (fse) found smoke was coming from the cta during instrument startup. There was no report of fire. No injury occurred due to this event. No erroneous results were generated due to this event. The fire department was not called.